Event description:
Adverse event(s): "delay of 5 minutes occurred" (no code available). Product problem(s): "system shut down" (power, loss of). A nurse reported the system shut down during a case. It was rebooted and case completed, causing a delay of 5 minutes with no patient injury reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months indicated one related report for this system. (B) (4). (B) (4). (B) (4).